Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-00743). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient received an alert message for premature elective replacement indicator. Premature battery depletion was suspected. Device was explanted and replaced.